Event description:
It was reported that, the surgeon took a x-ray soon after tha. And then, he noticed a fragment around a great trochanter on the x-ray. Therefore, he reopened a wound and could successfully remove the fragment. A nurse checked used instruments in this tha and found out the cracked accolade calcar planer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events related to fractured distal flanges reported for the lot code. Previous investigations have found the root cause to be related to misalignment of the device relative to the broach during use. Visual inspection: the returned device is in used condition. The identification markings are obscured by staining but can still be read upon close examination. The staining appears consistent with cleaning chemicals drying on the device without proper rinsing. The cutting edge is mildly worn with some dulling evident and some small nicks to the cutting edge. The reported event is confirmed, the distal flange of the device is fractured around approximately 45 degrees of its circumference. Additional inspection and images of the device can be found in the attached material analysis. A material analysis has been performed. The report concluded: "the distal flange of the calcar planer device fractured due to an overload condition. Rust obscured portions of the fracture surface. The eds spectrum of the device material was consistent with a (B)(4) series stainless steel alloy. The material hardness of hrc (B)(4) satisfied the drawing requirements. No material or manufacturing defects were observed on the device features examined." Dimensional inspection: a dimensional inspection could not be performed as the damage to the device has altered the as manufactured dimensions of the relevant feature. Functional inspection: the damage to the device has rendered it non-functional. The investigation determined the device fractured in an overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, the surgeon took a x-ray soon after tha. And then, he noticed a fragment around a great trochanter on the x-ray. Therefore, he reopened a wound and could successfully remove the fragment. A nurse checked used instruments in this tha and found out the cracked accolade calcar planer.